Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 5.0 x 40, 40cm mustang balloon catheter was advanced for pre-dilation. However, upon inflation within the specified pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 5.0 x 40, 40cm mustang balloon catheter was advanced for pre-dilation. However, upon inflation within the specified pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure without issue. A vacuum was then applied. The inflation device was verified, before and after use. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from damage. No issues were noted which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.